Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was unknown. Additionally, it was reported that the pump history was missing carbohydrate value entries. Customer addressed bg level by drinking soda. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.